Manufacturer narrative:
Olympus technical assistance center (tac) confirmed with the customer that the cv-190 would not capture from the customer¿s lexmark photo capture computer. The customer was instructed to release settings in the cv-190 and retested functions. This resolved the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer¿s reported to olympus technical assistance center (tac), the video system center would not capture images to the customer¿s photo capture computer during an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that some abnormality occurred in communication with the scope due to foreign body or moisture adherence at the electric junction and that the event occurred.a definitive root cause cannot be identified. Additional information was requested from the reporter, however, the reporter was unable to provide further details. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide a correction the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, images captured by cv-190 would not be transferred to the customer¿s imaging system occurred most likely due to the settings. The exact root cause of the incorrect settings could not be identified. Additional information was requested from the reporter, however, the reporter was unable to provide further details. Olympus will continue to monitor the field performance of this device.